Event description:
It was reported that following a cataract surgery, the trocar broke during attempt to implant the stents from a trabecular microbypass stent system. Reportedly, the surgeon successfully removed the trocar remnant from the operative eye intraoperatively and completed the procedure using a back-up device. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that there was no intervention required for the reported event (od), and reiterated that there was no adverse impact to the patient. The report noted that the event resolved with the most recent patient status described as "doing well with intraocular pressure at target".